Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (2 mg/ml at .0124 mg/day) and bupivacaine (4 mg/ml at .0248 mg/day) via an implanted pump. The indication for pump use was not reported. On 29-may-2019 it was reported that the patient had had a catheter revision 3 months ago. The reporting hcp provided no additional information regarding the reason for the catheter revision or what was done during the revision. Per the reporting hcp, the patient was somnolent, had pain, and was having a reaction to the drugs. They had changed the dose to minimum rate. Tomorrow ((B)(6) 2019) the doctor wanted to lower the hydromorphone concentration to .15 mg/ml and change the dose to .0248 mg/day to manage the patient¿s symptoms better. The reporting hcp stated that she had no time to give the patient or physician information and disconnected the call. No further complications have been reported as a result of this event.